Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-apr-06 reporting that the explanted device was sent to the hospital's pathology department. It was confirmed that the patient had effective therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated their battery level for their ins was half full. The patient mentioned that they tried to charge their ins in the past and got all 8 coupling boxes. It was reviewed that the coupling boxes referred to the connection between the ins and the recharger and had nothing to do with the battery level. Patient services had the patient get out their recharger and started a charge session. It was reported that they had poor coupling. The patient reported getting zero coupling boxes on the recharger screen. Patient services troubleshooting with the patient on the call having them reposition the antenna over the ins, turn the antenna dial through all four positions, ensure the belt was positioned properly and reviewed the antenna locate steps and attempted to use the antenna locate (al) feature). They then attempted a recharge session, but troubleshooting did not resolve the issue. The patient mentioned that this was the first time they had charged their recharger, so patient serviceshad them plug the recharger into the wall and attempt to use the al. They attempted several times to walk the patient through the al feature, but the patient reported that every time they would be on the screen with the antenna locator, an ¿al¿ would appear on the screen. Patient services was unsure if the patient was pressing buttons without their direction, but the patient soon reported seeing a screen with ¿pr-at01000¿. Patient services had the patient press the ¿x¿ button on the recharger. The patient stated that they saw the home screen on the recharger and reported that the lightning bolt had disappeared. Button use on the recharger was reviewed and they had the patient press the turn stim on button. The patient confirmed the ins was back on. The importance of antenna placement and recharging over thin material (not bulky) was reviewed with the patient. It was suggested that the patient try using adhesive discs to help maintaining good coupling while recharging. It was reviewed that the ins was still charging, and it was reviewed expectations with charging the ins. The patient reported that their previous battery last 10 years (no allegation against longevity) and they did not like their current ins because they had to recharge it. The patient had dissatisfaction with current recharging ins since implant ((B)(6) 2018). The patient¿s difficulty getting good coupling occurred on (B)(6) 2018. The ¿pr-at0100¿ screen was first seen on (B)(6) 2018. Additional information was received from the patient. The patient stated that the patient programmer (pp) will not sync up to the ins. The patient reported that previously charged her ins and got 8 coupling boxes but the lightning bolt disappeared from the battery. The patient confirmed that she was successfully able to connect the pp with the ins and reported seeing the lightning bolt, the ins battery level at 50%, and the pp battery level at 3/4. The patient noted she just put new batteries into the pp. It was reviewed that since she was able to successfully connect the ins w/ the pp, the pp was working as designed and reviewed the pp's main therapy screen with the patient. Pt asked how often she should be charging. It was recommended that the patient check the battery level of the ins using the pp and once it dropped no lower than 1/4 charged, to start charging the ins to 100% to go longer in between charging. Information was subsequently received from the manufacturer representative reporting that the ins was becoming discharged due to the patient¿s difficulty with recharging. Revision was scheduled for (B)(6) 2018. A non-rechargeable device was being placed so the patient did not have to charge. No further complications were reported/anticipated.